Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have shortness of breath and sinusitis. The patient received unspecified lung treatment in response to the event. The patient also had cough with sputum. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual investigation of the exterior of the device, the manufacturer found minor wear and tear, but no evidence of degradation, or contamination. Filter inlet housing area had minor beige dust or dirt contaminate and outlet port had minor beige dust or dirt. Internal inspection of the blower box cover found a light beige dust or dirt contaminate. Removal of the blower box cover uncovered a light beige dust or dirt contamination of the blower along with light beige fiber contamination. The manufacturer located a beige dust dirt contaminate with beige fibers on the blower intake, outlet, and impeller. The blower box bottom, corners, crevasses, and outlet port contained a combination of beige dust dirt contaminate with beige fibers. Removing the blower box reveals the sound abatement foam. The foam has a single layer of beige dust dirt contaminate with beige fibers on the top. The compression test of the foam passes with good spring back. After removing the sound abatement foam, the manufacturer located a yellow clear piece of contaminate inside the bottom enclosure, along the side of the air inlet side wall and also located a moderate amount of beige dust dirt contaminate with beige fibers on the bottom enclosure, corners, grooves, and crevasses. Visual examination of the sound abatement foam did not reveal any unusual evidence to indicate foam degradation or failure. The device was powered on and was found to operate properly. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes there is no evidence of foam degradation within the device but did find evidence of 4 types of contamination in the base assembly (1. A beige dust or dirt containment, 2. A beige fibrous material, 3. One darker brown grass like type contaminant, 4. One yellow clear piece of contaminate) of which all were found in the airpath itself which were sourced from external environmental conditions. Section d9, g3, h3, h6 were updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have shortness of breath and sinusitis. The patient received unspecified lung treatment in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.